Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The customer said that this was a routine fistula de-clot he said that nothing was out of the ordinary. During the process of de-clotting the fistula using the cleaner the tip of the device came off. They were not able to retrieve the piece from the patient.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. A review of the returned product from the customer was performed. Visual inspection of the sample returned from the customer found minor body fluid on the device and polymer tip breakage from the sinuous wire segment (thrombus maceration). Functional test of the device returned from the customer confirmed that turn on/off and sliding lever backward/forward of the device worked without issue. The rotating wire was rotating normally, but there was a polymer tip breakage from the sinuous wire segment, and the complaint was confirmed. A scar# (B)(4) has been issued to notify the supplier (B)(4) that an investigation is necessary. Per the supplier's investigation, they will take the necessary corrective measures.

Event description:
The customer said that this was a routine fistula de-clot he said that nothing was out of the ordinary. During the process of de-clotting the fistula using the cleaner the tip of the device came off. They were not able to retrieve the piece from the patient.

Manufacturer narrative:
UDI related data quality updates only.